Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up, the right ventricular exhibited noise resulting in inhibition of stimulation. There has not been any intervention reported. The patient was asymptomatic through visit in clinic control office. The lead remained implanted.